Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. Approximately on (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an undocumented number of days after the sensor had been inserted in the arm. The patient reported her first instance of being in a diabetic coma around (B)(6) 2023. At that time, her cgm indicated a blood sugar level of 143 mg/dl, while her manual bg measurement showed 23 mg/dl. The patient did not provide further details about the individual who contacted the paramedics, but she mentioned regaining consciousness in a room surrounded by paramedics. The paramedics conducted a comparison, noting 143 mg/dl on the cgm and 23 mg/dl on the manual meter. To address the situation, the paramedics administered glucose IV treatment. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.